Event description:
The 69320 and 69324 venous cannulae, which were positioned in the svc ivc clotted while performing a fontan procedure. The pt's activated clotting time (act) was greater than 450, using the heparin mgmt sys (hms). Clotting was found at the 90 degree bend of the metal tips, not at the side holes. Cannulae were replaced and no further clotting was observed; pt's condition was fine.